Event description:
A customer obtained imprecise and lower than expected vitros phyt quality control results while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were affected during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that imprecise and lower than expected quality control results were obtained using the vitros clinical chemistry products phyt slides on a vitros 5600 integrated system. An alternate lot of phyt slides did not resolve the issue. Pre-service precision testing was outside of ocd guidelines for the vitros 5600 system, indicating an analyzer related issue. The definitive root cause is unknown, however; the investigation could not rule out analyzer related events or improper quality control fluid handling as contributing factors to the observed imprecision. Patient samples were not affected for phyt and there were no reported allegations of harm. The investigation is ongoing at this time.